Manufacturer narrative:
(B)(4).no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requestedis detached tissue pad being sent back for analysis with rest of device? Or was tissue pad discarded?

Event description:
It was reported that during an unknown procedure, an error occurred during use. The error code/message was unknown. Then, the tissue pad was detached off outside the patient when the tip of the device was being cleaned. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): batch #m90g4r. The device was returned with the tissue pad damaged, melted, and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. There were no alert screens displayed at any time during testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.